Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that a clinician was questioning why the gas gauge showed the device battery at 75 percent full but the estimated longevity is calculated at less than a half year remaining. It was noted that the device has been programmed with higher outputs for over one year due to a non-boston scientific right ventricular lead issue. Boston scientific technical services (ts) stated that the gas gauge does not always specify the same longevity at 'full', nor does it deplete at the same rate in all devices, based on device settings. Ts advised the clinician to use the current magnet rate of 90 ppm to calculate the remaining longevity, which would mean the device has less than a half year remaining. No adverse patient effects were reported.